Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was presented with a red and swollen battery site. Possible pocket infection. The cause, troubleshooting, interventions were unknown. Patient's weight was unknown. Hcp had no further information. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the infection at the pocket site wasn¿t confirmed. The rep reported that it was unknown what further actions/interventions were taken or planned to resolve the red and swollen pocket site/infection. No further complications were reported.